Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to a failure of the high energy storage capacitor. The customer was provided with a replacement device.

Event description:
It was initially reported that the device had an illuminated service wrench icon and had logged a fault code. There was no pt use associated with the reported failure. Upon eval by physio-control, it was observed that the device was unable to deliver defibrillation therapy.